Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) confirmed the 319 error on universal surgical manipulator (usm) 1 and replaced the usm. During the replacement, the fse found the usm input axis 1 cover (318381-04) was worn and performed replacement. The system was tested and verified as ready for use. The affected part(s) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. (318381-04) isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The universal surgical manipulator (usm) was tested on the in house system and trigged error 319 on startup. It was noted that error 319 pointed to the acc. The fa technician replaced the rolling loop with a known good fiber cable and the 319 error did not occur. When the original fiber cable was connected, the 319 error was triggered.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer observed that arm 1 was disabled. The technical service engineer (tse) was unable to view the logs due to onsite not being connected. The tse then recommended the customer hard power cycle and emergency power off (epo) the system. The customer then informed the tse they had power cycled the system 3 times with no resolve, and had disabled the arm to continue. The customer was continuing with the procedure and requested an field service engineer (fse) resolved the issue. It was noted the patient was a 63 year old male who weighed 106 kg. The procedure was completing as planned with no reported injury.